Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. It was reported that the distal tip of the subject device fell off into the patient body during the procedure. The distal tip was retrieved from the patient body. Regarding the reported event, there was no report of either falling off into the bile duct or into the gastrointestinal tract. The procedure was completed with a similar device. There was no further patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01269 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on september 13, 2017, it was confirmed that the distal tip was put on the distal end of the basket wire. The distal tip was detached easily when the operator pulled the distal tip. The distal tip and the basket wire were deformed. The device history record for the lot indicated no abnormality. It is surmised that the adhesive between the distal tip and basket wire was peeled when it was bent around the distal tip. As a result, the distal tip fell off from the distal end of the basket. It is surmised that the deformation of the distal tip occurred since it was retrieved with the grasping forceps from the patient. It is surmised that the deformation of the basket wire occurred due to a load when crushing the calculus. The instruction manual of the device has already warned as follows; when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip.